Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a missed meal announcement led to high blood glucose, the user experienced a subsequent hypoglycemic event with a nadir of 53 mg/dl and treated with oral glucose tablets, resulting in normalization and stabilization of blood glucose; the device-related details were limited and classified as insufficient information. Investigation of this case revealed no findings available and no device problem or component implicated due to insufficient information. Symptoms included hypoglycemia with dizziness and shaking/tremors. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.